Event description:
It was reported that the user experienced alternating high and low glucose ranging from 65 mg/dl to 399 mg/dl. Review indicated frequent pausing as a self-therapy and delayed meal announcements, which led to dosing mismatches because the ilet doses ahead of announced meals. Symptoms included hypoglycemia, hyperglycemia, hot flashes, headache, needle stick, dry mouth, and polyuria. Outcomes included user education and troubleshooting. Investigation included a review of device data and user practices. Investigation of this case revealed that user behavior, including pausing insulin delivery and late meal announcements, contributed to the glucose variability rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to delayed meal announcements and manual pausing, and education was provided on allowing the ilet to manage dosing and on gradual carbohydrate reduction.